Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument was found to be fractured. It is unknown where the instrument fractured, but it is believed to have occurred on the way to or during the sterilization process. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The provisional returned was examined and it was determined to exhibit signs of repeated use and as well as a fractured medial side. Device history records were reviewed and no discrepancies were found. Previous corrective and preventive actions investigation resulted in redesign of these instruments. The provisional top components and standard provisional bottom components have been modified to prevent fracture. The fractured provisional component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.